Event description:
Patient reported provided letter of recommendation stating they should cease treatment due to recession on #23. This is a contraindicated patient. Has crowns #30.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.